Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation and device evaluation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. The device was delivered to the customer on june 28, 2012. The lm reported that the most probable cause for the reported event is as follows: based on the date of manufacture, it is assumed that the power switch was damaged because the operating force and number of times the power switch was applied exceeded the assumption because the product was a product prior to countermeasures due to a change in the power switch design. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. It was confirmed that there was no unevenness.

Manufacturer narrative:
The unit was not returned to the service center for evaluation. A review of the instrument history shows the unit was last returned for service/repair on april 5, 2017 due to an air flow issue. The cause of the reported event cannot be determined at this time. The clv-190 instruction manual provide the following statements to mitigate damage to the light source. Do not use a pointed or hard object to press the buttons on the front panel. This may damage the buttons. Do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur. The investigation of this event is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed during preparation for use, the power switch of the light source was pushed in and the power could not be turned on. This cause no image to be observed. There was no patient involvement reported.